Event description:
It was reported that the patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system was still in the hospital following implant when the device system exhibited noise, oversensing, and an inappropriate shock. The device had been programmed to the alternate sensing vector due to the patient was also implanted with a left ventricular assist device (lvad). The amplitude measurements were noted to be low in alternate. Troubleshooting was performed which did not elicit any noise in the primary sensing vector. The health care professional (hcp) reprogrammed the device to primary and planned to monitor the patient via the remote monitoring system. Additional information was received which reported that latitude diagnostic data was reviewed which showed that the device was not likely having continuous noise due to the lvad implant. The sensing measurements were reasonable in primary and no noise was observed. Ts discussed continued monitoring at the current programming. No adverse patient effects were reported. The device system remains in service. Additional information was received which reported that another inappropriate shock was delivered due to noise, low amplitudes, and oversensing. The device was reprogrammed to a different sensing vector and the shock therapy zones were reprogrammed. The device system remains in service. No adverse patient effects were reported.